Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred the day after the sensor was inserted into the arm, which is off-label usage of the device. According to the patient, on (B)(6) 2025, around 4:00 pm, the patient passed out. The patient¿s cgm was not looked at prior to this occurring. The patient was wearing an omnipod insulin pump. The patient¿s son found her and treated her with a gvoke (glucagon) injection and applied oral ¿candy gel¿ to the patient¿s cheeks. The patient regained consciousness around 4:15pm. When the patient regained consciousness, the patient¿s cgm was reading 45 mg/dl. No bg meter reading was taken at this time. At an unspecified time later, the patient¿s cgm was reading 50 mg/dl, and the bg meter was reading 81 mg/dl. At 5:00 pm, the patient¿s cgm was reading 197 mg/dl, and the bg meter was reading 154 mg/dl. There was no documentation that the patient sought assistance from a higher level of care. The patient was ¿overall okay¿ but felt achy, tired, and groggy at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 04/01/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, the sensor pod was returned for evaluation. An external visual inspection was performed, and no damage was found. Performance data was reviewed, and the allegation was confirmed. The probable cause could not be determined via product. No additional patient or event information is available.